Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the trocar sleeve was noted to be leaking gas from the internal seal from the start of the procedure. It was clearly heard that gas was leaking from the trocar seal upon instrument exchange. It is unknown how the procedure was completed. There were no adverse consequences for the patient.